Event description:
During an atrial fibrillation procedure after placing the sheath into the patient, air was aspirated into the syringe prior to catheter and needle insertion. Several aspirations were attempted but the air remained. The sheath set was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.